Manufacturer narrative:
Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject p200-smh-hs device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. After performing a high-temperature cleaning of the device in a thermo-disinfector (the wd86 (bk-0036)), nakanishi connected the device to the returned unit (p200-cu-100) for an operation check. Nakanishi did not observe any abnormalities such as self-activation. Nakanishi left the motor connected to the unit for about two hours to see if the reported event could be replicated. There were no abnormalities observed in this evaluation either. Nakanishi repeated this evaluation (leaving the motor connected to the device for two hours) three times, but no abnormalities occurred in any of the three evaluations. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the device and performed a visual inspection of the internal state of the motor. Nakanishi observed the following phenomena: - water ingress, which may be caused by high-temperature cleaning. - corrosion on the motor assy. - silicone was not fixed on the p.c.board. - white corroded substance between vcc and v1 and traces of a short circuit when removing the silicone from the p.c.board. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the malfunction of the returned device was a temporary short circuit in the p.c.board caused by water ingress during high-temperature cleaning, which nakanishi does not recommend as a cleaning method. Erroneous maintenance by the user causes water ingress into the p.c.board, which contributes to the reported malfunction. In order to prevent a recurrence of the handswitch malfunction, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the doctor and directed the doctor to use the cleaning method described in the operation manual.

Manufacturer narrative:
Nakanishi is uninformed of the patient identifier because the doctor refused to provide the identifier.

Event description:
On august 5, 2016, nakanishi received a phone call from a distributor saying that an nsk surgical device had malfunctioned during an operation. The details are as follows. On (B)(6) 2016, a doctor was performing a medical procedure on a patient in an operating room. The primado2, p200-smh-hs motor, suddenly activated, when the handswitch was in the off-state on the table. Since the motor did not stop rotating, the doctor removed the motor from the control unit, then the motor stopped. The error code "18" was shown on the monitor of the control unit.